Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with approximately 300 units of cold insulin, and remained static at 105 units. The customer's blood glucose (bg) level decreased to 65 mg/dl, and was treated by consuming juice and candy. Recommendation was made by tandem technical support to fill the cartridge with room temperature insulin per labeling instructions. The customer acknowledged and confirmed that the existing cartridge would continue to be used.